Event description:
It was reported the epiq 7 ultrasound system shut down during a critical surgical procedure. There was no injury associated with this event. The ultrasound system was exchanged to complete the procedure. The philips service engineer cleaned the filter to resolve the system. Philips has started an investigation for this complaint.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.

Manufacturer narrative:
After a thorough investigation, it was determined this issue was caused by the system overheating due to a dirty fan filter and was resolved after the air filter was replaced.